Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device was experiencing a network issue while in use on a patient. There was no reported patient or user health consequences or impact.